Manufacturer narrative:
The device was returned for evaluation. The evaluation found that a non-approved replacement charger was the cause of the event.

Event description:
Provider alleges the unit caught on fire from the charger port while it was charging. He also alleges it also burnt where the module and joystick connect.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges the unit caught on fire from the charger port while it was charging. He also alleges it also burnt where the module and joystick connect.